Event description:
Customer reported monitoring was lost during a case for approx one hr. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.